Manufacturer narrative:
(B)(4). This complaint for the system error 2240 (air in line) was not confirmed due to a lack of sample. The root cause of the complaint was not determined. The lot number is unknown; therefore a batch review cannot be performed. Similar reports have been received by baxter for the reported problem. The root cause investigation is in progress through renq-CAPA-(B)(4).

Event description:
A customer contacted baxter's technical service center regarding a system error (se) 2240 (air in line) alarm that appeared on the homechoice (hc) display during dwell 3 of 3. The nurse stated that the home patient (hp) called her in the middle of the night with the alarm. The technical service representative (tsr) explained the alarm and possible causes and also reviewed troubleshooting. The hc unit was operational. No patient injury or medical intervention was indicated at the time of the initial report. During follow up, the caregiver (cg) stated that they are not sure what might have caused the alarm. The cg stated she did not see any holes or deficiencies that could have let air in. The cg stated that this was an isolated incident. The hp did not develop any adverse reactions or require any medical intervention. The cg stated the hp is currently performing therapy without any complications. The cg stated that after starting over with new supplies no further issues were found.

Manufacturer narrative:
(B)(4). Per the customer, the sample was discarded and the lot number was unknown, therefore no evaluation or batch review could be performed. A follow-up report will be filed upon completion of baxter's investigation, or if any additional information is received.